Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating, basic occlusion test and self test. No unexpected display grey or dark anomaly noted. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the display on the customer's insulin pump had a grey discoloration and striped across the screen. The customer mentioned that they are unable to read the display. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.